Event description:
The customer stated that they were not able to get any wireless connections with acuity. Welch allyn tech service verified that all of their access points (aps) were reporting down. Rebooted the controller - all of the aps subsequently rebooted a few times and then went back down. A temporary work around was put in place to establish communications. The root cause is unknown at this time. The customer did not provide any patient information.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.